Manufacturer narrative:
H3: further inspection of device revealed the reported issue was due to broken pins on the stim port. H6: previously applied code of fdc d1102 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nim eclipse had an issue occurred on multiple occasions where monitoring was able to be resumed without delay to the surgery and without any adverse patient outcomes. All components were swapped to determine the source, and the main base unit was consistently present when failures occurred. Error messages indicated significant noise in eeg, and ssep would not average, with noise levels exceeding 60 hz. Subsequently, a stimulation error appeared, after which ssep started failing. When this error occurred, ipsilateral upper and lower stimulation in ssep, tcmep stimulation, and pds stimulation were lost. The entire system would then freeze completely. In some instances, the software could be closed or would crash with another error, often requiring a hard reboot of both the laptop and base unit. There was no known patient impact.

Manufacturer narrative:
H3: product analysis confirmed the reported issue. The audi jack had a missing nut and the stim error message appeared stating that the stim shut down. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.